Event description:
Terumo medical corporation received the following reported information: after the peripheral vascular interventional therapy surgery, the 8f angio-seal was used. When the surgeon opened the package, it was found that the head of the dilator was deformed. To avoid injury to the vascular puncture site, it was not continued to be used, and a new product was replaced.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: telephone number: requested, unknown. E3: occupation: unknown healthcare provider. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the carrier tube, locator, hemostasis sheath, and header bag. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The distal tip of the locator was found to have been damaged. The complaint was able to be confirmed for a deformed locator. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the component due to aggressive handling or during device assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).